Manufacturer narrative:
D10. Concomitants: truliant femoral component (02-020-11-0245, 5233175) truliant fit tibial tray (02-022-45-4545, 6089823). H3. Investigation results-the cause of the patient¿s pain and subsequent surgical procedure cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patella was not resurfaced during the arthroplasty. These devices are used for treatment not diagnosis.

Event description:
Additional information- operative report - postoperative diagnosis: chondromalacia left patella. History of left tka complicated by wound dehiscence and subsequent infection was treated with irrigation debridement and liner exchange. Continued to have persistent pain and discomfort despite no obvious occult infection or continued infection active within the knee. Painful tka, chondromalacia patella. Remaining fat pad was scarred and was debrided and the patella devoid of significant cartilage and showed signs of inflammation. Debrided soft tissue along with the patellar tendon and lateral gutter was sent to pathology and pathology determined there was no evidence of active infection with well less than 5 pmns per high-powered field noted. Tibial and femoral components well seated and no evidence of loosening or occult infection. Left patellofemoral arthroplasty. The patient was implanted with a competitors patella component. The patient was then brought to the recovery room in stable condition. There is no additional information available.

Event description:
As reported via legal documentation the patient had a second revision on (B)(6) 2021. Approximately 7 months after the second revision the patient had a 3rd left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.